Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on an unknown date/time in 2008. According to csr's documentation, prior to the alleged inaccurate low issue, the patient was allegedly hospitalized from in (B)(6) 2008 and was allegedly diagnosed with diabetic ketoacidosis (dka); patient's blood glucose results prior to diagnosis are unknown. During her hospitalization, the patient indicated she obtained blood glucose readings with the hospital's meter; however, the readings are not known. According to the csr's documentation, on an unspecified date/time after diagnosis, the patient claimed the reading she obtained with the subject meter (results unknown) were lower compared to her readings taken during her time in the hospital; however, according to the csr's notes, the test were performed more than 30 minutes of each other and the patient did not have the subject meter with her during her hospitalization. The patient indicated she manages her diabetes with humalog (after meals, sliding scale) and 36 units of lantus at 10pm before bedtime. The patient denied making any changes to her diabetes regimen in response to the alleged meter issue. On an unknown date/time, the patient allegedly developed symptoms of nausea, headache, and heavy breathing after the alleged issue began; it is not known, however, what the patient's blood glucose result was prior to or during her symptoms. According to the csr's documentation, the patient was allegedly hospitalized from (B)(6) 2010 and received unknown dose of humalog and lantus as treatment from a health care professional. It is not known how many times patient was reportedly hospitalized in (B)(6) 2008. During her hospitalization, the patient also claimed she obtained readings with the hospital's meter; however, the results again are unknown. At the time of troubleshooting, the csr noted the blood glucose results were from the approved (per owner's booklet) sample site; it is not known, however, if the subject meter was set to the correct unit of measurement setting. Replacement products were sent to the patient. Although it is not known what the patient's blood glucose results were with the subject meter at the time of the patient's reported symptoms this complaint is being reported due to the following conclusion: while using the lfs product, the patient was reportedly treated by an hcp for sever hyperglycemia after the alleged issue began.